Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional leak test was then performed by filling the unit with green colored water and observing for leakage. During filling, leakage was observed at the junction of the tubing and the flow restrictor housing. Microscopic inspection of the tubing at the junction found an uneven distribution of solvent. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 20, 2013 and october 22, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was determined to be inadequate cyclohexanone bonding of the tubing to the flow restrictor. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(4) basal/bolus infusor leaked from the junction of the flow restrictor housing (i.e. Distal luer lock body) and the tubing. This occurred during filling, without the use of a filter, of an unknown drug. The reporter stated that the bladder did not appear to be damaged. There was no patient involvement. No additional information is available.